Event description:
It was reported by the olympus representative, the airway mobilescope had air/water leakage from the camera section. No patient harm reported. During the evaluation of the device, it was noted the coating of the insertion tube was peeled off. This report is to capture the reportable malfunction of the coating of the insertion tube was peeled off noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The water tightness of the digital camera section was not maintained due to external factors. The bending angle was insufficient due to the elongation of the angle wire. There was poor insertion of the treatment tool in the forceps channel. The insertion part cover was buckled due to an external factor. The bending section cover adhesive was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/ reinstruction on how to handle the device including a usage environment. Olympus will continue to monitor field performance for this device.